Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted and replaced after 10 months of implant duration due to battery depletion.